Event description:
As reported by the user facility: clip did not fully deploy resulting in needle stick. The nurse set the needle in the bed and drew blood from the IV catheter. The lab tech reached into the bed and picked up the tubes of blood. She was stuck by the needle. The nurse reported the shield did not fully deploy. The product was not saved.

Manufacturer narrative:
Exemption number (B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4). Braun medical inc. (The importer). This report has been identified as b. Braun (B)(4) internal report (B)(4). All available info was forwarded to the actual MFR for further evaluation. They conducted a batch review and no abnormalities I the MFR of the product were noted. The actual device involved in the reported incident was discarded at the facility and was not available for evaluation. Without the actual sample, a thorough investigation could not be performed. While no specific conclusions can be drawn, the facility report did indicate that the nurse set the device on the bed after IV insertion and the lab technician received the needle stick when reaching into the bed to retrieve tubes of blood. Following cdc guidelines and/or facility protocols, sharps should always be immediately disposed into an appropriate sharps container.